Event description:
Mother noticed that the pt's trach was leaking. First incident happened on (B)(6), 2014 then another one was reported from the same family and patient on (B)(6), 2014 again. The incident than was reported to the manufacturer and trachs were sent back to manufacturer for investigation.